Manufacturer narrative:
(B)(4) returned for investigation was a 40cc 8fr rediguard intra-aortic balloon catheter (iabc) with an original packaging box that does not match the returned sample. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0061 in - 0.0066 in. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was connected to an iabp using a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped f or a minimum of 30 minutes. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 43cm from the distal tip. Some blood and debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 7.7cm from the luer. Some blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Corrective action is not required. The reported complaint for "intra-aortic balloon failed to fully inflate" is not confirmed. During the investigation, the returned iabc bladder was fully intact with no abnormalities noted. The iabc fully inflated, and no leaks or alarms were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No furthe r action is required at this time. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "after the iabp was turned on, an abnormal waveform signal was observed. Fluoroscopic imaging revealed that the intra-aortic balloon failed to fully inflate. Manual troubleshooting was performed; however, the balloon remained unable to achieve full inflation". As a result the iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".